Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of bent grip tip to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a 0.020¿ offset at the tips. The root cause of the bent instrument grips -tips is typically attributed mishandling/misuse. Additional observation not reported by site: the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. An electrical continuity was performed and passed. No damage to the conductor wire was observed. The root cause of this failure is attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the maryland bipolar forceps (part number 471172-16/lot number k10210913 0210) associated with this event has been performed. Per the review, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system sk2940. The alleged instrument had 4 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the fa findings: there was an evidence of thermal damage on the maryland bipolar forceps instrument bipolar yaw pulley. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument jaws would not meet. There was no report of patient involvement. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.